Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained through the right femoral artery. The 90% stenosed target lesion was located in the highly calcified and moderately tortuous left main (lm) coronary artery. An ion stent delivery system (sds) was advanced to the circumflex and the stent was deployed. Next, another ion sds was advanced to the distal lm and was deployed but did not overlap the first stent. After deploying the first two ion stents, a spontaneous dissection was observed in the first obtuse marginal (om). The physician confirmed that no stent, guide catheter or guide wire caused the dissection and the dissection was not flow limiting. A third ion sds was advanced but could not pass through the just placed stents. Significant force was applied and the device still did not cross. Upon removal of the sds, the stent was pulled back into the guide catheter and the stent dislodged from the delivery balloon in the lm. A snare was used to retrieve the stent. The dissection healed without additional intervention. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).